Manufacturer narrative:
Device manufacture date: june 13, 2016 ¿ june 15, 2016. The device was received for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional flow rate testing was performed and passed successfully with no issues relating to the reported condition. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an infusor device would not flow. The device was filled with 230 ml of 5fu. On an unknown date, the device was observed with only (B)(4) (also reported as 115ml) left in the device. The device was not brought down to room temperature before use. Flow was confirmed prior to use. The luer of the device was not taped to the patient's skin. The event occurred during infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.